Event description:
It was reported that the hydrogel layer had come away from the arctic gel pad, leaving the gel stuck to the patient's skin. During use, the patient was rolled to check skin. The hydrogel layer had come off and congealed to the patient's skin. The pads were removed, another set of pads were opened and noticed that the hydrogel layer was coming off them too. These were disposed of. They do not yet know if they have a sample to return.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the hydrogel layer had come away from the arctic gel pad, leaving the gel stuck to the patient's skin. During use, the patient was rolled to check skin. The hydrogel layer had come off and congealed to the patient's skin. The pads were removed, another set of pads were opened and noticed that the hydrogel layer was coming off them too. These were disposed of. They do not yet know if they have a sample to return. Per additional information received via mail on 24jul2025, lot provided for 2nd set of pads ngjz2056. The pads were removed from the patient and another set of pads were opened and applied to the patient. No patient harm.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. CAPA # 9743815 has been opened for this failure. The scope of CAPA # 9743815 is applicable for the product and failure mode reported in this complaint. Visual evaluation of the returned sample noted one opened small arctic gel right chest pad of lot ngjy4256 present with no original packaging. Two photo samples were received for evaluation. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of connector. Tubing for the pad noted no kinks present. Hydrogel layer was peeling from the edge of the pad and had some slimy masses of hydrogel accumulated on the surface. Two photos returned by the customer shows the hydrogel peeling from this right chest pad. No crushed dimples or signs of overlamination in the pads. The sample does not meet specifications per (B)(4) which states "after laminating the pad (before of the operation of silhouette cut of the pad), peel off the protector that covers the hydrogel, verify that the hydrogel is not peeling off with the protector, the hydrogel must be attached to the laminating film (perform this activity, peeling the protector prior to the sealing area of the pad)." The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. Refer to the CAPA for further action. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.